Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the touhy burst lock was not tight and was disconnected from the sheath. Reportedly attempts to tighten the lock were unsuccessful, however the device measured at 89 centimeters, which is baseline. The impella was successfully placed, and the procedure completed without complications. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the introducer damage has been completed. The cause of the issue was not determined since the product was not returned. This report is being filed as part of a retrospective review of historical records.